Event description:
Report received from (B)(6) stating that the device needed svc. It was found to have the power broken. It is unk if the device was used in surgery. It is unk if medical intervention occurred. No additional info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).